Manufacturer narrative:
Devices were requested but have not yet returned to MFR for eval.

Event description:
Revision of knee components due to ligament laxity. This event occurred outside of the us, in (B)(6).